Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was inaccurate. Reportedly, the customer was did not know how the pump time and date because inaccurate. Customer's blood glucose level was 221 mg/dl. Tandem technical support guided the customer through adjusting the pump time and date.